Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during laparoscopic lower anterior resection, while on anastomosis, the surgeon started to release the safety lever, but the surgeon did not release it properly. Then the surgeon started firing the device and the safety lever broke. The anastomosis was incomplete. The procedure was switched to open surgery. The surgeon re-anastomosed the tissue with new device. The surgical time was extended by more than 30 minutes. Additional tissue resection was required due to the issue. There was tissue damage.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the instrument noted that the safety feature was broken. Additionally, nicks in the knife blade were noted. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the observed safety damage may occur if the latch is forced into disengagement prior to green indicator visibility. Replication of the observed knife blade damage may occur if the instrument is applied over an obstruction. The instructions for use manual for this product states: "4. Make certain that the section of tissue to be stapled is free from any metal or similar structure; otherwise, the knife blade may not cut." The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.